Event description:
On (B)(6) 2014, the reporter contacted lifescan USA alleging that the subject meter had an issue with blood reading as control solution. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up #2 - correction: being sent as device returned to manufacturer date was incorrectly populated with 5/15/2015 in follow-up #1. This should have been 4/14/2015.

Manufacturer narrative:
Follow-up # 1 - device evaluation: the lay user/patient's test strips have been returned and further evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. The test strips were evaluated and found to be misclassified by the meter. The meter reported ¿control solution¿ when blood has been applied to a strip. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.